Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited noise on the rate/sense channel. The noise was oversensed and resulted in stored nonsustained ventricular tachycardia (nsvt) episodes. The duration of pacing inhibition was unknown, however it was reported the patient is pacer dependent. No adverse patient effects were reported.